Manufacturer narrative:
The lot number of the device was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: unknown. The lot number was not provided. The device remains in use and no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was packing for a trip and while supported by the power module, disconnected the power module patient cable from the power module. The patient received an alarm described as red heart, driveline disconnect, and 'pump stop'. The patient re-connected the power module patient cable back but was unable to find a source for the alarm. The patient reportedly disconnected the power module patient cable again and lost consciousness. At an unspecified time later, his wife reconnected the power module patient cable to the power module. The patient was seen in the clinic after the event and reportedly 'felt fine'. The patient was re-educated concerning power sources. The vad coordinator reported that there were no problems with any connection and the patient would be changed to a system controller with a backup battery.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. No further information was provided. The manufacturer is closing the file on this event.